Manufacturer narrative:
(B)(4). Report source: foreign - canada. Concomitant medical products: 00598003702 - tibial component - 61667301. 00596401551 - femoral component - 61606094. 00596403210 - articular surface - 61643051. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2022-00169, 0001822565-2022-02258, 0001822565-2022-02259.

Event description:
It was reported that the patient underwent an initial knee arthroplasty on an unknown date. Subsequently, the patient was revised. The components were removed due to suspected osteolysis. The implants were loose and there was a foreign body floating in the knee which was discovered to be one of the plugs from the underside of the tibial component. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Evaluations could not be performed. The device history record was unable to be performed as the item and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-02258, 0001822565-2022-02259, and 0001822565-2022-03388.

Event description:
No further event information available at the time of this report.